Manufacturer narrative:
Product analysis: analysis noted that the stylus was not aligned with the cursor on the programmer display. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.